Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer¿s blood glucose level at the time of incident was 500 mg/dl and the current blood glucose level was 300 mg/dl. Customer was treated with insulin pump. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Based on customer¿s report customer does not allege pump was under delivering. Customer reports insulin exited at the quick release. Customer reported that they do not have a back-up plan available. Customer reported that they were ready for he troubleshooting for the high blood glucose. The device will not be returned for analysis.